Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: one call service cs 064 was observed in the pump black box history. During testing, the pump performed the ezprime steps without alarms occurring. The pump was exercised for 24 hours without issues. The pump was opened and corrosion was observed inside the pump including on the pump motor flex.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 064 alarm occurring with rewind/load steps. The reporter indicated that the alarm was unable to be cleared by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.